Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: 4968 lead, implanted: (B)(6) 2006. 4574 lead, implanted: (B)(6) 2006. 694865 lead, implanted: (B)(6) 2006. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received a number of inappropriate shocks due to lead noise on the right ventricular (rv) lead. The rv lead also exhibited high impedances. It was noted that there was a sudden rise in rv pace/sense impedance and rv coil impedance with frequent oversensing of make-break noise. A possible lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.